Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that for some time the patient had been turning down his device because the intensity had become stronger. When the device was implanted, the manufacturer's representative (rep) and the patient settled on a setting of 4.50 for the right side and 8.50 for the left side while he was upright. The device was set at 2.0 on the right side and 4.0 on the left side while he was lying down and it did not matter which side he was lying on. The patient noted that about 3 months had passed and the sensation was overpowering at those levels so he had needed to turn to turn the device down and began reducing the strength of the device. The patient noted that over roughly the last month he had reduced the strength to 0.20 on the right side and 0.40 on the left side. The patient noted that he was experiencing pain relief, even at that very low level, but he had a problem when he sat down for a period of time where when he started to get up, the sensation was very intense and he needed to sit forward and wait for about 30 seconds to stand up. If the patient did not wait, he felt like he did not have total control of himself when he began to walk. This was very disheartening to the patient because he has been very satisfied with the device and it had helped reduce his pain to a level that allowed him to stop taking hydrocodone after 15 years of use. The patient noted that his device was implanted in (B)(6) on (B)(6) 2016 and he was happy with the rep there, but he was back in (B)(6) and needed guidance to get the device working properly. Additional information received from the patient reported there was overstimulation. The patient noted that when he goes from sitting to standing, his stimulation was very intense. The patient decreased stimulation to 0.2 and 0.4 and it still happens. The patient felt like his legs were vibrating off his body and he had to lean forward to get it to stop. The patient noted it was erratic. The patient noted that when he stood up, he had a hard time communicating with his legs, which made it hard for him to walk. No trauma or falls were reported that could have been related to the issue. The patient noted that he had a recent medical test or electromagnetic interference (emi) environmental exposure in the form of an MRI about a week prior to this report, approximately (B)(6) 2016. It was noted the patient had adaptive stimulation. The patient had only one group. He had tried turning adaptive stimulation off, but that did not resolve the issue. The patient was also doing physical therapy, but he noted that the activity was very light. The patient thought his muscles were getting stronger, which was causing this sensation, but it was gradually getting worse. The change in therapy/symptoms was noted to be gradual. The patient noted that he turned stimulation down and turned adaptive stimulation off during physical therapy. Patient services recommended for the patient to follow-up with his healthcare provider (hcp) for possible reprogramming.

Event description:
Additional information was received from the patient. It was reported that the patient¿s stimulation sensation became so intense that he did not feel that he could control his legs. The program was set up so the device would change when the patient would change positions: standing, lying left side, lying right side, and lying on his back. It was noted that the patient had no changes to either the programming or his activities. The patient began to reduce the programmed setting attempting to continue to use the device. Over a period of a few days the patient reduced the standing levels from right side at 4.50 volts and left side at 8.50 volts, to right side 1.0 volts and left side 2.0 volts. Even at the lower levels the patient had times where he needed to turn off the device to walk around, turning it back on while sitting. The patient noted that he needed to try to set up an appointment with a doctor that implants the manufacturer¿s stimulators in (B)(6) because the patient was back home in (B)(6) for the warmer months. The patient had the device implanted by a doctor in (B)(6) while living there from (B)(6). If the patient was to return to (B)(6) it wouldn¿t be until (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.